Event description:
Customer indicated that their meter batteries were dead and when replaced the batteries in the meter would not power on. Pt was unable to test their blood glucose level and subsequently guessed at their insulin requirement. Customer took too much insulin and had to be taken by paramedics to the hospital for treatment to bring their sugar levels up. Exact nature of treatment at the hospital were not provided by customer.